Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (no blood glucose value provided). Customer's sister administered an injection of glucose prior to calling for emergency assistance. Customer was treated for low blood glucose level with intravenous therapy at the hospital. Customer is not sure what caused the low reading, however he assumes that he overcorrected due to an inaccurate reading.